Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. Reportedly the ¿down¿ button was not responding to user input and the keypad cover was torn over the contrast button. Patient stated that there was no evidence of moisture corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/16/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 01/31/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad was torn. The ¿up¿ and ¿down¿ arrow buttons were unresponsive while the ¿ok¿ and contrast buttons responded properly. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the button issue, the pump powered up to a dim and discolored verify screen with fading text.